Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly sheared off shaft when removing it. It was also reported that the pta balloon allegedly had difficulty in removing. It was further reported that the physician had to do a cut-down on the vein to remove the balloon. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the balloon catheter and sheath which are held by the medical professional. It was further observed that the balloon was noted to be completely detached from the catheter shaft and only some portion of detached balloon was noted to be distal end of the introducer sheath in inverted condition. The catheter shaft shows the exposed inner guide wire lumen due to the balloon detachment; both the marker bands are present at its intended location. The glue bullet of the catheter shaft was noted to be pulled out from the porthole. No other anomalies noted. As the submitted photo confirms the evidence of complete balloon detachment and the detached balloon still loaded within the sheath, the investigation was confirmed for the reported balloon detachment and balloon removal difficulty through the sheath. A definitive root cause for the reported balloon detachment and balloon removal difficulty through the sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly sheared off the shaft when removing it through a sheath. It was further reported that the pta balloon allegedly had difficulty in removing. Furthermore, the physician had to do a cut-down on the vein to remove the balloon. The current status of the patient is reported to be stable.